Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used for a hysterectomy, the short circuit error occurred, and the ptfe pad was burnt and separated. The procedure was completed with another device, and there was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00299 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on march 1, 2016, the ptfe pad wasn't peeled. Therefore, we are retracting MDR since there was no malfunction which caused or might cause the fragment to fall inside the patient.